Event description:
It was reported that the patient experienced pain in the lower stomach and back during a trial implant. The stomach pain was new since the trial but the back pain was present prior to the trial. It was also noted that the patient didn't feel pain in the stomach unless he turned the stimulation up. The patient also stated that he had prostate cancer and pain with urination, which his physician was aware of. The patient was also on medication for his prostate, but the medication "wasn't working." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).